Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, functional stress testing, and five manual monthly tests using the dci command without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any critical errors. The batteries used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.